Event description:
Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015.

Event description:
It was reported that the patient¿s therapy did not work as well as it did since the car accident. The patient was seen once for reprogramming, but it did not help her ¿worsening incontinence.¿ the stimulation reportedly was uncomfortable in the patient¿s vagina when she increased to 5.5 volts and beyond. Additional reprogramming was conducted and impedances were found to be within normal limits. Patient had not recovered as issue was ongoing. Follow-up is being conducted to obtain patient outcome and if any additional actions were taken.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gmm8, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).